Event description:
In 2008, the patient reported she is experiencing elevated blood glucose readings after changing the insulin cartridge of her infusion device. Her normal range is 40-200 mg/dl. She stated she changed her cartridge last night and at 12am had a blood glucose of 229 mg/dl which she treated by bolusing 0.9 units of insulin. At 3am her reading was 228 mg/dl and she bolused 0.6 units. At 5am her reading was 258 mg/dl and she did not take any insulin. She said at 9am her reading was 295 mg/dl and she bolused 1 unit of insulin, did not eat anything and went to exercise class. At 10am her reading was 329 mg/dl and she took 1 unit of insulin by injection. Her reading at 1pm after exercise was 366 mg/dl and she took 10 units of insulin by injection and ate a piece of cheesecake. At 3pm her reading was 309 mg/dl and she changed her cartridge, tubing and infusion set. She said she threw away the remaining insulin although it was not expired or cloudy. Troubleshooting did not find any product issues. The patient stated she has had a decrease in her physical activity and a change in her medication. She said she currently has a bad cough and may have a "lung infection." The patient checked her blood glucose during the call and it was 164 mg/dl. She was advised to contact her doctor. On follow up with the patient on 11/24/2008, she stated she had changed her site location again and thought the elevated readings were due to a bad site. She said she is back in her normal range and is feeling well. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.